Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient went into the ER the day prior and claimed their ins died, and they had worsening parkinson¿s symptoms. They were stated to be masked face, worsening tremor, and generalized weakness. The patient stated told the healthcare provider (hcp) that they saw a low battery message about a month prior. They stated they went to see an outpatient neurologist who thought maybe that¿s not the message the patient saw and left everything alone. The patient stated that their ins died the day prior. The hcp stated that the patient was admitted to the floor. The hcp reported that the patient was also in a few months prior with the same complaint. It was indicated that a manufacturing representative came in to check the patient¿s device at that time, and indicated that the patient needed to go back to a different facility as the ins needed to be on specific MRI settings. It was stated that the patient had lethargy. No complications or further complications were reported.